Event description:
A social media user reported that she heard about ¿devices catching on fire under the skin of patients with #crps" (complex regional pain syndrome). It was further reported that spinal cord stimulation (scs) was ¿no good.¿ there were no further event details reported; no further complications were reported or anticipated.